Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that the insulin pump completely stopped working and the customer is currently in the hospital due to diabetes ketoacidosis and high blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 370 mg/dl. Customer's mother stated that the screen on the insulin pump is completely blank. Customer was vomiting prior to the hospitalization. Customer's mother declined any troubleshooting. No further information reported.